Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Additional information has been requested. (B)(4).

Event description:
An ophthalmologist reported that over the past year, he has noticed an increased number of patients that have had what he thinks it is lens epithelium growing from the anterior capsule onto the anterior surface of the lens. He has recently had a number of patients returning on an unscheduled visit complaining of severe glare that require a yag laser treatment to remove this growth. Now it seems to be more pronounced and developed early in the post-operative period. He has tried to polish the undersurface of the anterior capsule to reduce the development of this growth but it has not helped. Additional information has been requested.